Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited multiple noise and auto mode switch episodes. The physician capped and replaced the lead. The patient was in stable condition before and post surgery.